Event description:
It was reported that during use of cardiosave intra aortic balloon pump, the patient's ECG signal could not be displayed. Inspection revealed a problem with the ECG lead wires after replacement. The machine returned to normal operation. The malfunction was triggered by pressure-triggered signals, and the patient was not harmed.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. The issue was resolved by replacing the ECG lead wire, after which the device returned to normal operation. No on-site visit was conducted. The faulty lead wire was retained by the hospital and will not be returned. The equipment remains operational, and no additional information is available.

Event description:
N/a.